Event description:
This report was submitted erroneously under the incorrect MFR number. It will be recorded under MFR (B)(4). Please void the initial report.

Manufacturer narrative:
This report was submitted erroneously under the incorrect MFR number. It will be recorded under MFR (B)(4). Please void the initial report.

Manufacturer narrative:
(B)(4). Medical product: articular surface medial congruent (mc) left 12 mm height use with tibia sizes e-f/cr femur sizes 8-11 catalog #: 42512100812 lot #: 64427492. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00237.

Event description:
It was reported a patient underwent an initial knee arthroplasty. Subsequently, approximately a year and a half later, the patient was revised due to poly exchange and patellar resurfacing for fixed flexion deformity. The poly was down sized and the patellar resurfaced.